Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the clinical specialist that she received a copy of a blog insert from a friend. The blog insert stated the following: "anyone heard of or experienced the tip of the stylet or micro-introducer breaking during insertion of a power PICC? I know this is not specific to chemo/bio, yet many of us use PICC lines and may have heard of such issues. I am looking forward to hearing your responses and or recommended direction for f/u."